Event description:
On (B)(6) 2024 an ilet user reported they went into a coma on (B)(6) 2024. The user reported in the evening of (B)(6) 2024 they experienced high blood glucose (bg) (>400 mg/dl) due to a bent infusion set cannula. The user was using a convatec inset (23", 6mm) infusion set. The user also reported their cgm transmitter had a low battery. The user reported at 2am on (B)(6) 2024 the ilet dosing corrections caused their bg to go low. The user woke up with their cgm glucose around 130 mg/dl, took 3 sugar pills, and went back to sleep. The user stated their cgm glucose was low for two hours. The user then reported that they started gasping for air, teeth clinched, sweating, and was unresponsive. The user's husband called ems. Ems treated the user with a glucagon shot. The user reported their bg registered at 18 mg/dl. The user was not taken to the hospital as their bg was able to come back up while ems was at their home.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts associated with the motor or software were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to have been changed multiple times in february. Cgm alerts were not changed from factory defaults (all on). Body weight was found to have been changed multiple times throughout use. Data for the described event date of (B)(6) 2024 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 2:47pm with an additional infusion set change logged at 6:01pm. No instances of bg-run mode were logged on the review dates. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows a period of hyperglycemia on (B)(6) 2024 from 4:37pm to 10:47pm that is followed by two periods of hypoglycemia. The first period lasted 25 minutes with the lowest cgm reading being 48 mg/dl before coming back into range. The second period of hypoglycemia started at 12:27am and lasted approximately 90 minutes with the lowest cgm reading 39 mg/dl. The cgm glucose is back in range (99 mg/dl) by 2:07am. The ilet had suspended insulin prior to the event when the cgm glucose reading was 337 mg/dl and trending downward. Dosing remained suspended throughout the event and did not resume until after the second period of hypoglycemia when the glucose was 158 mg/dl. No evidence of device malfunction was found in the engineering logs. The ilet was found triggering "glucose falling quickly," low glucose, urgent low soon, and urgent low glucose alerts appropriately. Motor data found that the ilet stopped making requests for insulin as soon as it received cgm glucose readings which were decreasing at a rate of at least 2mg/dl per minute. The ilet did not begin making basal delivery requests again until after cgm glucose was at least 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs it was determined that the ilet operated as intended. The assignable causes to this event include prolonged hyperglycemia requiring correction insulin dosing as well as failure to promptly respond to the low glucose alerts which resulted in a prolonged and more severe hypoglycemia event. The user decided to discontinue ilet use and has returned the device.